Manufacturer narrative:
(B)(4) for the reported event of needle resistance to retract. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Visual inspection found the needle penetrating through the outer extrusion at the proximal end of the distal stop when received. A functional assessment was performed. When the handle was actuated, the needle would extend and retract with no issue, while the needle was protruded out of the outer sheath. When the needle was retracted, the tip of the needle would be still extended out of the outer sheath. Most likely, the device became bent at the proximal end of the distal stop, and the needle was not properly aligned with the extrusion. When needle was extended, the needle jutted out of the extrusion. The needle could no longer be retracted properly. The issue was identified during preparation outside of the patient. The most probable root cause is handling damage. A review of the device history record (DHR) was performed; no anomalies were noted.

Event description:
Note: this MFR report pertains to one of three devices that were used during the same procedure. Refer to associated MFR report # 3005099803-2013-02434, #3005099803-2013-02435, and #3005099803-2013-02665 for a description of the other devices. It was reported to boston scientific corporation that three excelon transbronchial aspiration needle devices were used during a transbronchial needle aspiration procedure performed on (B)(6) 2013. According to the complainant, during the procedure, the physician performed the first pass of the lung transbronchial needle aspiration with success; however, when trying to do a second aspiration the needle could not be retracted back into the catheter. Reportedly, the needle would pop out of the catheter, but wouldn¿t retract back in. This occurred with the first two devices (refer to manufacturer¿s report 3005099803-2013-02434 & 3005099803-2013-02435). A third excelon transbronchial aspiration needle was tested outside the patient, the needle could be extended but had resistance retracting back into the catheter (refer to manufacturer¿s report 3005099803-2013-02665). No damage was noted to any of the devices. Another excelon transbronchial aspiration needle device was able to be used to complete the procedure. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported as ¿no damage.¿

Event description:
Note: this MFR report pertains to one of three devices that were used during the same procedure. Refer to associated MFR report # 3005099803-2013-02434, #3005099803-2013-02435, and #3005099803-2013-02665 for a description of the other devices. It was reported to boston scientific corporation that three excelon transbronchial aspiration needle devices were used during a transbronchial needle aspiration procedure performed on (B)(6) 2013. According to the complainant, during the procedure, the physician performed the first pass of the lung transbronchial needle aspiration with success; however, when trying to do a second aspiration the needle could not be retracted back into the catheter. Reportedly, the needle would pop out of the catheter, but wouldn't retract back in. This occurred with the first two devices (refer to manufacturer's report 3005099803-2013-02434 and 3005099803-2013-02435). A third excelon transbronchial aspiration needle was tested outside the patient, the needle could be extended but had resistance retracting back into the catheter (refer to manufacturer's report 3005099803-2013-02665). No damage was noted to any of the devices. Another excelon transbronchial aspiration needle device was able to be used to complete the procedure. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported as "no damage".